Manufacturer narrative:
Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. The silicone lubricant is a medical grade and applied to the syringe rubber stopper and the inner wall of the syringe barrel to make smooth the movement of the plunger rod-rubber stopper. No additional testing is to be performed to keep the evidence in case it is needed to be shown to mfds.

Event description:
It was reported that there was an unknown foreign substance or scratch on the black rubber packing of bd syringe 20ml ll s/c 486u4s.